Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received thirteen appropriate treatments. The device was started up at 14:49:47 on (B)(6) 2025. At 05:46:01 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf. From 05:46:38 to 06:06:29, the patient received twelve appropriate treatments in response to vf. The post shock rhythm of these treatments was sinus rhythm @20-70 bpm. At 06:07:03, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf with motion artifact and electrode lead falloff. The electrode belt was disconnected at 08:11:14 on (B)(6) 2025.